Event description:
It was reported by a patient family member that the patient has felt worse since having a bi-ventricular implantable pulse generator (ipg) implanted. The family member stated "the lead fell out" and there was "a small leakage" that could be seen on a chest x-ray. The patient is also going back in for surgery. Follow-up with the device clinic clarified that the left ventricular lead dislodged, and was explanted and replaced with a competitor epi-cardial lead. Neither the endo- nor epi-cardial lead procedure notes included information about an x-ray or "leakage" and the notes state the patient was instructed to come for a routine re-check in 30 days; the patient has not been seen in the clinic since. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947-58 lead implanted (B)(6) 2008; d154vwc ICD implanted (B)(6) 2008; 5076-52 lead implanted (B)(6) 2007; (B)(4).